Event description:
Cs29 dlu was used in lar procedure. At end of firing cycle pc indicated "firing sequence failed, use manual release" dlu would not release through repeated use of manual release. Dlu had to be cut out and anastomosis completed with competitive device.